Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with 650cc mentor memorygel breast implant on the right side, and with 700cc mentor memorygel breast implant on the left and experienced right side capsular contracture; baker grade unknown and rupture. Capsular contracture began in 2015 and rupture was confirmed via mammogram in october of 2019. On june 1, 2022, mentor became aware that the date of surgery was (B)(6) 2021, and left side device was also found to be ruptured upon removal, and devices are not available for return. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient right side had asymmetry issue and left side had capsular contracture, baker grade ii. During left side replacement surgery with catalog number 3507504bc; serial number (B)(6) on (B)(6) 2021, left side rupture was also found. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Corresponding fields have been updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 7, 2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On june 8, 2022, mentor became aware that incorrect code for type of investigation was mistakenly reported as "device not returned" under field h6 of the previous initial report. It has been correctly updated to "device discarded" on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). H6 type of investigation.